Manufacturer narrative:
The initial medical device report was submitted (2938836-2014-13928). Lithium clusters were observed during the analysis. No additional analysis is necessary.

Event description:
It was reported that a notification alert was delivered, and patient presented to the clinic. Upon device interrogation, device was found out to have reached eri. Review of remote transmission revealed that battery voltage progressively dropped in the last three days. Device was explanted and replaced. Patient condition is good.